Event description:
It was reported that this patient presented to the emergency room (ER) indicating they were experiencing a pounding feeling in their chest starting approximately four hours prior to arrival in the ER. The ER physician contacted boston scientific technical services (ts) for a review of data from the patients cardiac resynchronization therapy pacemaker (crt-p) device. The review indicated there was a high out of range pace impedance measurement of 2022 ohms on the left ventricular (lv) lead. This triggered a lead safety switch (lss) which resulted in the lv lead being automatically switched by the device from the bipolar to the unipolar pace and sense configuration. This coincided with the patients symptoms. The local boston scientific field representative was notified, and device reprogramming was indicated to be pending the representatives arrival. The device and lv lead remain in-service. No additional adverse patient effects were reported.